Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a lowest reported blood glucose of 65 mg/dl and recurring overnight lows, and they treated the event with oral carbohydrates (apple juice and a graham cracker) without seeking medical intervention or using backup therapy. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal activities due to the low glucose episode. Investigation included a customer interview and review of device use history as reported by the user. Investigation of this case revealed no alerts or alarms and no identified device malfunction, with the cause of hypoglycemia remaining unclear; user counseling included consideration of adjusting sleep targets and avoiding late-night snacks. It was concluded that the event was user-experienced hypoglycemia with cause not determined and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.